Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that was relevant to the reported event.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax which required chest tube placement and aborted the procedure. The patient's blood pressure was low and there was small bleeding which prompted the physician to order a chest x-ray which confirmed the presence of pneumothorax. The estimated blood loss was unknown; however, the patient did not require any blood transfusion. The physician thought that there was a problem with the biopsy needle but no specific issues were reported. The patient was reported to be stable. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information; however, no further details have been received as of the date of this report.